Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4); (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous right external iliac artery. They approached the sight from the left brachium. A non bsc guidewire crossed the lesion. A 4x40mm sterling balloon was used for predilatation and a non bsc stent was implanted at the distal part of the lesion. An express 7x57mm stent was implanted at the proximal part of the lesion. During post dilatation of the non bsc stent, the f/g sterling otw 7.0 x 40/135 (4f) balloon ruptured on the first inflation at an unk atmosphere. The procedure was completed with another of the same device. The pt's status is listed as good with no complications reported.